Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -13.00/+2.5/069 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The surgeon plans to explant/exchange the lens for a longer lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Other #: expiration date unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).